Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that failure to evacuate occurred. A 2.4mm jetstream xc catheter was selected for a percutaneous transluminal angioplasty (pta) to treat a thrombotic occlusion in the superficial femoral artery (sfa) in combination with a 0.014-inch thruway guidewire. After the second pass to treat the lesion, the device could not suction and failed to evacuate. The case was completed with a different device of the same model. There were no patient complications as a result of the event.

Event description:
It was reported that failure to evacuate occurred. A 2.4mm jetstream xc catheter was selected for a percutaneous transluminal angioplasty (pta) to treat a thrombotic occlusion in the superficial femoral artery (sfa) in combination with a 0.014-inch thruway guidewire. After the second pass to treat the lesion, the device could not suction and failed to evacuate. The case was completed with a different device of the same model. There were no patient complications as a result of the event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H11: device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual and microscopic examination revealed no damages. Functional testing was performed by inserting the device into a jetstream console. The device was able to prime and run as intended. Inspection of the remainder of the device, revealed no damage or irregularities. Product analysis could not confirm the failure to evacuate.